Event description:
(B)(4). Cramping, pelvic pain, abdominal menses, discharge, menorrhagia, painful ovulation, dysmenorrhea, painful intercourse, incontinence, yeast infection, lower back pain, joint pain, pelvic pain, constipation, bloating, heartburn, headaches, migraine, tingling, numbness, anxiety, anemia,vit. D def., skin itching, hair loss, vision decreased